Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been corrected: b7: tooth location # 29.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Lot number, expiration date, and unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided . Lack of primary stability (unable to place implant into osteotomy): a summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that due to lack of primary stability the implant could not be placed into the osteotomy.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A device history record review (DHR) could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes; type of investigation. H10: additional narrative.

Event description:
No further event information is available at the time of this report.